Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have been diagnosed with cancer, states that cancer came from the machine. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. On 04/22/2022, the manufacturer received voluntary medwatch (mw5108577). The medwatch shows a date of event of 02/17/2022. Patient alleges to have lung cancer, start chemo 2022. Updated the health effect, clinical code.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused the patient to have lung cancer. The medical intervention that the patient received in response to the event is currently unknown. Pms results: the patient makes no allegation of any specific device malfunction relevant to the harm reported. Hence, the event is assessed as not related to the recalled device (i.e. A foam degradation concern) in this case (refer to ER 2242138 v02, dreamstation 1 platform voc hhe and er2245262 v00, dreamstation 1 platform particulate hhe). Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this updated report will be filed. Section h6 updated in this report.